Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing resulting in false pause episodes. It was further reported that the device experienced oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing resulting in false pause episodes. It was further reported that the device experienced oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.